Manufacturer narrative:
(B)(4). Additional information: batch # m53t65. Correction to product code- ats45 conclusion: the analysis results found that the ats45 device was received in good visual condition and with two cartridge reloads present. Cartridge (b, c) tr45w, l52l3d were received partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis additional information requested but no obtained: I understand that the device did not staple. Did the device cut? If the device cut was the cut line complete?

Event description:
It was reported that during an unknown procedure, it was impossible to staple. There was replacement of the cartridge (tr45w lot l4fhk) then of the device. There was longer procedure and anesthesia. The two cartridges will be returned with the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient.